Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as itchy spots under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's doctor believes the irritation could have been caused by an insect. The doctor prescribed an antibiotic. The patient moisturized the skin, cleaned the equipment, and was issued an additional garment. Follow up indicated the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchy spots under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's doctor believes the irritation could have been caused by an insect. The doctor prescribed an antibiotic. The patient moisturized the skin, cleaned the equipment, and was issued an additional garment. Follow up indicated the irritation improved.